Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mmol/l to mg/dl, and also they were receiving an error 4 message when inserting strips. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.